Event description:
It was reported that an intraocular lens (iol) during the preparation of the eyhance iol in the injector, it was observed that the plunger did not engage with the iol, which became displaced in the injector. After several attempts to move the plunger, it was noticed that one haptic was amputated still inside the cartridge. There was no patient contact. Surgery was successfully completed using the back-up iol. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, per amo-04-s005 the file is determined to be not reportable as the dfu (directions for use) was not followed. It was observed that the plunger did not engage with the iol, which became displaced in the injector. After several attempts to move the plunger, customer still decided to proceed with the device use, and this is against the dfu. (Dfu says "do not implant the lens if the rod tip does not advance the lens or if it is jammed in the delivery system") .then it was noticed that one haptic was amputated still inside the cartridge. Therefore, event this time is downgraded to not reportable. This supplemental report is submitted to correct the initial report. There will no longer be any further reporting under MFR report number 3012236936 - 2024 - 00187. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.